Event description:
Pharmacist reported a pt rec'd heparin in saline solution. The pharmacy prepared the solution. The compounder was manually programmed to deliver 113ml sterile water into an empty plastic container to which 4.7ml sodium chloride (concentration uknown) and 6.2ml of heparin (10units per ml) were added manually. This solution was infused into the pt at an unknown rate. A routine blood draw revealed a blood glucose concentration in the "300's". The solution was sent to the clinical chemistry lab at the hospital and was determined to have a glucose concentration of 7%. The risk manager at the facility reported the pt did not require any medical intervention other than a change of IV solutions. Attempts have been made by baxter to obtain a sample of the solution for chemical analysis from the facility, but have not been successful at this time. No add'l info is available at this time.